Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to moisture residue was found inside the scope connector/plug unit. The circuit board unit in the scope connector had corrosion due to water leakage and the image was not displayed due to damage to the plug unit. The light guide cover was deformed and the plug unit, cable unit, ultrasonic connector and circuit board unit had corrosion due to water leakage. The plastic distal end cover had a snag on it due to a crack on the distal end and the bending angle in the up/down directions did not meet standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis eus ultrasound bronchofibervideoscope had a b30 scope communication error. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error likely occurred due to moisture residue found inside the scope connector/plug. However, the specific root cause could not be determined. Olympus will continue to monitor field performance for this device.